Event description:
The customer was contacted on (B)(6) 2011 via the accutni msp customer contact program. Customer indicated two occurrences of non-reproducible accutni results due to an accutni reagent pack misloading event. Customer stated, the event was not reported to bci as it was confirmed to be an in house technical error due to improper reagent pack removal from the designated slot of the reagent storage carousel. When a reagent pack is misloaded, the instrument does not detect either a wrong reagent pack or if no reagent pack is present. User error is the root cause for this event.

Manufacturer narrative:
(B)(4).